Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that an "activation has been interrupted due to an error" message occurred. The intuitive tech support engineer (tse) reviewed the system logs and found erbe error c-33. The tse advised the caller that this issue typically returns. The customer stated that they have a force triad generator and also a backup vision side cart (vsc) that was not being used. The tse advised bringing in the other vsc as the best solution. The call was then ended. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the issue was confirmed through system logs, which showed error c-33 on 20-feb-2026. Visual inspection indicated that the unit was in good cosmetic condition. When the erbe unit was tested on the system, error c-33 appeared during startup. Additionally, a review of the internal erbe log identified the presence of error c-00. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on.

Event description:
Refer to h11 for follow-up information.